Event description:
As reported by the (B)(4) the patient experience a neurological event approximately four days post index procedure. Baseline nih stroke score was 0. The patient was asymptomatic at the time of the intervention. The pta was performed on an arch I lesion located in the right internal carotid artery. The lesion was 95% occluded. A 6mm medium support angioguard device was deployed and a 9x40 mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. Approximately four days post index procedure the patient began to exhibit neurological symptoms of gradual visual field loss on the right side. No medical treatment was provided for the event; however, the event is on-going.

Manufacturer narrative:
Concomitant medications continued: bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry the patient experience a neurological event of visual field loss approximately four days post index procedure. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, CABG, history of smoking, coronary artery disease and hypertension. The patient was asymptomatic at the time of the intervention. Baseline nih stroke score was 0. The pta was performed on an arch I lesion located in the right internal carotid artery. The lesion was 95% occluded. A 6mm medium support angioguard device was deployed and a 9x40 mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. Approximately four days post index procedure the patient began to exhibit neurological symptoms of gradual visual field loss on the right side. No medical treatment was provided for the event; however, the event is on-going. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Amaurosis fugax is loss of vision in one eye due to a temporary lack of blood flow to the retina. It is thought to occur when a piece of plaque in the carotid artery breaks off and travels to the retinal artery in the eye. Plaque is a hard substance that forms when fat, cholesterol, and other substances build up in the walls of arteries. Pieces of plaque can travel through the bloodstream. Vision loss occurs as long as the blood supply to the artery is blocked. Atherosclerosis of the arteries in the neck is the main risk factor for this condition. Risk factors for atherosclerosis include heart disease, high cholesterol, smoking, diabetes, and high blood pressure. Symptoms include the sudden loss of vision in one eye. This usually only lasts seconds but may last several minutes. Some patients describe the loss of vision as a gray or black shade coming down over their eye. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.